Manufacturer narrative:
Device evaluation:one (1) used sample was returned for evaluation p/n 100/860/070 with lot number reported unknown; the sample was received in used condition. During visual inspection, no discrepancies were found in the connector of the inflation line and suction line. During functional testing: the cuff of the returned sample was inflated using a syringe in order to detect any damage in the component. Results: no discrepancies were found with the connector for to inflate the cuff. The customer reported condition was not confirmed. No fault found. No root cause has to be determined since the complaint was not confirmed since no issues were found with shm product. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that when the customer attempted to connect a cuff pressure gauge to the product, the extension tube vigorously came off from the one-way valve.